Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an out of range shock impedance measurement, measuring greater than 125 ohms. No adverse patient effects have been reported at this time.

Event description:
Additional information indicates that the patient is scheduled for lead manipulation in the near future.

Event description:
Additional information indicates that this system again exhibited an out of range shock impedance measurements. It was reported that the impedances had chronically been around 100 ohms. There is no oversensing and electrograms are clean. No surgical intervention has been reported at this time. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this patient underwent a cardioversion procedure with electrophysiology test screen/device. Afterwards, the ICD was interrogated and displayed a error code (B)(4). Which indicates an open circuit. The shock impedance was reported to be 150 ohms. The cardioversion was successful but the shock impedance was high. This patient has a history of high impedances on the shock portion of their rv lead for several years. Boston scientific technical services (ts) discussed possible lead replacement or continued monitoring on the remote monitoring system.

Event description:
Additional information indicates that this patient underwent lead integrity testing. A commanded 1.1 joule shock and a 31 joule shock were delivered; normal shock impedances were observed. The physician elected to continue to monitor this patient. No further adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.